Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The imaging provided shows that the screw backed out of one of the distal holes in a left volar plate, most likely narrow. There are no plans for a revision surgery. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a locking screw has backed out of a plate 4 weeks post-operative.